Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed "self-check failure - 1003" and "compressor failure - 1001" messages and stopped ventilating.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (device problem code). Evaluation: the device was returned to a zoll approved service provider for evaluation. The customer's report was duplicated and attributed to the smart pneumatic module board. The smart pneumatic module assembly was replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "self-check failure - 1003" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.